Event description:
The manufacturer's rep reported that the device was explanted. The device was explanted due to "low battery." No pt symptoms were reported. The device was returned to the manufacturer for analysis. A follow-up report will be sent if additional information becomes available.